Event description:
Patient called to report an adverse event and product issue involving his medtronic 780g insulin pump. Patient stated he¿s been experiencing ongoing issues with the device for months and even years at this point. Patient stated he¿s called medtronic many times and has been on the phone with them for hours with no help. Patient stated the pump doesn¿t work properly; the settings are correct, but it doesn¿t deliver insulin. He stated the device ¿goes offline¿ and says updating for up to 8 hours. He said medtronic will tell him to change the infusion set and/or the sensor which he does, but after a 2-hour warm-up the device goes back to ¿updating¿ and keeps prompting him to enter his blood glucose level and keeps looping around and around like that. Patient stated medtronic is unable to help him with these issues and customer service support don¿t know what to tell him. He stated the device is supposed to last a week, but typically will only last him a couple days. Patient stated his blood glucose has gone up to 415 at times due to these device issues. He also mentioned that he received a letter from medtronic regarding a battery cap issue where the letter stated a new battery cap was enclosed, however he¿s never received a new battery cap. Patient stated the device just does not work properly and the manufacturer is unable to help with all the device problems.